Event description:
The patient's husband reported his wife's blood glucose, carbohydrate intake and insulin history is as follows: at 7:07 pm the pod was deactivated. He also stated she went to the doctor and confirmed that she has a staph infection and she was prescribed antibiotics.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the reported infection and hyperglycemia. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.